Manufacturer narrative:
(B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: catheter balloon unable to initiate. No patient injury.

Manufacturer narrative:
This report has been identified as b. Braun medical (B)(4). One used catheter without packaging was returned for evaluation. Visual examination of the catheter noted a small laceration or cut in the balloon of the catheter. A syringe was attached to the catheter in order to inflate the balloon with failing results. The returned catheter confirmed the reported defect of catheter balloon unable to initiate. House retain samples were pulled for evaluation. Visual examination of the balloon catheter noted no visual defects. The balloon catheter was engaged using a 1.25 cc controlled stroke syringe. The balloon inflated with no issues noted. Based on the results of the sample evaluation, no specific conclusions can be made regarding the cause of the reported event. Every catheter is 200% inspected during manufacturing so the damage is believed to have happened between packaging and when the doctor inflated the balloon. The balloon is delicate and can be damaged by contact with a variety of sharp objects and rough surfaces. No further corrective/preventative action is warranted at this time. If additional pertinent information becomes available a follow-up report will be filed.